Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that an integrated circuit chip, designator u33 was the cause of the reported issue. The ic chip u33 caused damage to resistor r149 and caused the sw leg of the h-bridge to be inoperative.

Event description:
The customer reported that the service indicator is illuminated on their device and it had logged multiple event codes. After an evaluation of the device by physio-control, it was observed that the device was only delivering a monophasic shock (a portion of the biphasic waveform) at a reduced energy level. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.